Event description:
While intubating patient, the new stylet kept sliding/popping out of the et tube, this delayed the patient getting a secure airway. A nearby nurse grabbed an old intubation tray that has the blue stylet and it worked perfectly while intubating patient.